Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer complained that the unit had a blank display with vibration due to moisture exposure. Also mentioned the belt clip and silicone case was damaged. Device received with blank-flashing white display with no vibration after battery insertion. Swapped lcd display assembly with a test lcd display assembly and the device powered on, then went into critical pump error. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to display anomaly. Unable to verify keypad unresponsive/button error alarms/stuck button alarms due to display anomaly. The history download was successful using thus software and the carelink upload was successful. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked retainer, cracked battery tube threads and scratched case. Corrosion in battery tube, corrosion on battery tube spring, corrosion on force sensor assembly, moisture damage on motor assembly and severe corrosion on electrical board 1 noted during visual inspection of the electronics. Could not confirm belt clip or silicone case damage since they were not received with device. Blank-flashing white display due to missing traces from severe corrosion on pins 2-6 of the lcd flex assembly fingers. No vibration due to severe corrosion on vibrator motor assembly (ohm check measures infinity which means it was an open circuit). Critical pump error and pump error 53 ((B)(6) 2021 15:59:02.000, line number = 0 file number = 0 = per software engineer had memory corruption) due to severe corrosion on electrical board 2. Unexpected power loss anomalies or battery alarms/alerts/anomalies could not be confirmed due to the display anomaly. Keypad unresponsive/button error alarms/stuck button alarms could not be confirmed due to display anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was turning on and was vibrating and beeping after getting exposed to moisture. The customer stated that they removed the battery and inserted a new battery but insulin pump did not turn on and was still vibrating. Customer stated that insulin pump keypad was unresponsive. Customer stated that the insulin pump clip was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.